Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that while on support the part was reading (dash, dash, dash) while occasionally flashing part readings of above 400. The device was exchanged during treatment. A getinge service technician (fst) was sent for investigation and repair. It could be confirmed that the sensor panel needs to be replaced to restore function. The customer was informed about the replacement and has not yet decided to repair. Another sensor panel with a similar failure was investigated by life cycle engineering (lce). Following could be determined: the most probable root cause is a mechanical damage of the compensated choke. Based on the results the reported failure "part was reading (dash, dash, dash)" could be confirmed. The review of the non-conformities has been performed on 2022-02-21 for the period of 2017-05-01 to 2021-11-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge service technician will investigate the cardiohelp.

Event description:
It was reported that while on support the part was reading (dash, dash, dash) while occasionally flashing part readings of above 400. A potential for harm of the patient or operator was reported, but no harm was reported. The cardio help was changed during treatment. Complaint number: (B)(4).